Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen, fentanyl, and bupivacaine via an implantable pump. It was reported that the patient reported new onset of numbness in their lower chest and abdomen following ptm activations. The patient also reported worsening abdominal pain following ptm activations with the persistent numbness. The bolus dose was decreased. The patient later reported numbness in groin, nausea, and worsening pain following ptm activations. A catheter revision was ordered, as a MRI was pending insurance authorization. There was no issue with the catheter identified during the catheter revision. The entire catheter was explanted and replaced. An additional implanted catheter was identified and also removed. The second catheter, that was not connected to the pump, was found to have a fracture at the tip, but this was not infusing medications. The issue was reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter product ID neu_unknown_cath lot# serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 04-dec-2025, UDI#: (B)(4) ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: 04-dec-2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.